Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed on the atrial lead. It was also noted that the guidewire could not be inserted into the lead. The lead was not implanted and was replaced. The patient was stable.